Event description:
8/29/97-midline catheter inserted into left antecubital vein. 8/30/97-left antecubital midline catheter dressing removed. Approx one inch of IV tubing observed lying on skin. Remainder of tubing not observed. Physician and IV team notified.